Manufacturer narrative:
The returned device was evaluated and the downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The soft cannula was observed to be stretched and the formed needle was found poking a hold in it. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to approximately 20 mmol/l (360 mg/dl) while the pod was worn on the patient's abdomen for longer than 48 hours. As treatment, multiple dose insulin injection therapy (mdi) was administered.